Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva tpn bag leaked at the administration port . This was observed after the bag was filled with solution, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 3, 2023 and october 4, 2023. H11: the actual device and a photograph were received for evaluation. Visual inspection was performed and the reported issue was not easily identified by initial visual inspection of the returned sample. However, the leak from the administration spike port bonding area was visible during the visual inspection of the photo sample. Functional testing of sample was performed and a leak was identified from the spike port bonding area on the sample product. The reported condition was verified. However, is most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.